Event description:
Spontaneous communication. Pt reported he got a pump recently for infusion and the pump is defective and he needs to return and get replacement. Patient stated pump kept on beeping and the nurse tried all ways to fix it but she was unable to. No further information provided. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Trouble shooting was completed and unable to resolve the issue. Device is available for return. Serial number is: (B)(6). Maintenance due date is unknown. Reported to (B)(6) by pt/caregiver.